Manufacturer narrative:
On 10 february 2017 the (B)(4) performed a preliminary investigation based on the available information and commented as follows: just a few information are available and it is difficult to make considerations without images of the products involved in the complaint. We can hypothesize that: in the first attempt to clip the liner, there was some residual material in the posterior clipping seat of the tibial base that did not allow the correct insert clipping. Subsequently, the insert got deformed in an attempt to be hired in the tibial base. The residual material was removed in a second wash, and then it was possible to easily clip the new insert. In the first attempt to clip the liner, it was not inserted by engaging the rear tooth at first and then by clipping it anteriorly. Also in this case we can assume that the insert got deformed in the attempt of clipping it with force and therefore it had not been possible to clip it in subsequent attempts. Batch review performed on 28 february 2017. Lot 167813: (B)(4) items manufactured and released on 03 january 2017. Expiration date: 2021-11-29. No anomalies found related to the problem. To date, this is the only item of this lot sold.

Event description:
During surgery, the poly would not snap into the tray. A secondary poly was opened to complete the surgery. The surgery was completed successfully.